Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Evaluation of the returned t27 driver found that the distal tip had fractured and separated. The remaining most distal tip appears to have been bent/twisted in a clockwise direction which is associated with the final tightening process. The detached section which remains entrapped within the implanted set screw is approximately 3mm in length and is manufactured from 465ss (stainless steel) and certified to astm a564-13.

Event description:
The tip of the t27 driver broke off during final tightening. The detached section remains position in the set screw implanted within the patient.